Event description:
On 01/21/2010, terumo cardiovascular was informed that during cardiopulmonary bypass surgery, that there was transitory elevation in pump arterial line which resulted in recirculation disconnect. It was reported by the user facility that there was approx 1 liter of blood loss. The device was reconnected and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual suspect device. A review of the device history record confirmed that there were no production related problems and no previous reports related to this lot number. Terumo is aware that the tubing wasn't pushed far enough onto the connector, and even though the tubing was tye strapped, the acute high pressure caused a spontaneous tubing disconnection. Terumo is aware that the pt lost 1 liter of blood, but it has been reported that the surgery was completed successfully. (B) (6).